Manufacturer narrative:
The device has been returned. However, the product analysis results are pending completion of the evaluation. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during setup, when the handpiece was at rest/inactive and the foot switch was released, the handpiece turned on by itself. Also, when using the foot switch, there was no action from the console. There was no patient impact or injury.

Manufacturer narrative:
The product analysis indicates that an intermittent connection was observed. The cable assembly had an electrical short. The cable assembly was replaced, tested, and passed to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.